Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding log files and further event details, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was poor mechanical connection of the driveline strain relief and driveline strain relief damage to a pre viously repaired area due to age. A strain relief repair was performed. The driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Updated section: b5 desc evt problem updated additional products: d1: heartware ventricular assist system ¿ driveline cover d4: model #: 1175/ catalog #: 1175/ expiration date: / serial or lot#: UDI #: unk d9: no h4: mfg date: h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04037 h6: FDA device code(s): a27 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the visual evidence revealed damage to the driveline boot cover.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ driveline cover. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c07. H6: FDA conclusion code(s): d11. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. Review of (B)(6)'s manufacturing documentation confirmed that the associated device met all requirements for release. Onsite inspection of the driveline revealed that a loose connector nut. Visual evidence provided by the site, as well as on-site inspection of the driveline cable, revealed new damage to the outer sheath beneath a previous repair, and that the strain relief was damaged and separated from the connector. As a result, the reported events were confirmed. Additionally, visual inspection provided by the site revealed damage to a driveline boot cover. This is an additional finding not related to the reported event. A driveline sheath repair and a driveline strain relief repair, which included recreation of the strain relief using rtv and rescue tape, were performed to mitigate the conditions reported. In addition, the connector nut was tighten by hand to mitigate the condition reported. The most likely root cause of the driveline strain relief damage and the observed driveline boot cover damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Capa00221 investigated loose driveline connector issues. T he pump was manufactured prior to the implementation of corrective actions of capa00221. Based on the investigation of capa00221, the most likely root cause of the reported loose driveline connector nut event is the interaction of rtv silicone and epoxy during the connector assembly process that causes a reduction in bonding strength. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the driveline connector nut was observed to be loose. The driveline outer sheath was also damaged. The entire driveline sheath was repaired and the connector nut was tightened.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information provided additional sheath dama ge and repair details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.